Event description:
Adverse event(s): "5 min delay" (no code available). Product problem(s): "laser shut down" (other). A nurse reported laser shut down. The system was switched to another machine to complete the case, causing a delay of 5 minutes. There was no patient impact reported.

Manufacturer narrative:
No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. An internal investigation has been opened to address this issue. (B) (4). (B) (4). (B) (4).